Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the equipment doesn't work, was confirmed. It was found that the motor was corroded and noisy during operation. Also there was debris inside the device. The device was cleaned, repaired, tested and found to be working according to specifications. Fluid ingress into the device is the root cause of the corrosion of the motor, causing it to become noisy during operation and in turn, is responsible for the complaint reported by the customer. Improper cleaning and maintenance can be identified as the root cause of the debris inside the device. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 01/27/2020 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the 8022 handpc tornado shaver device did not work. During in-house engineering evaluation, it was determined that the motor was corroded and there was debris inside the device. There was no procedure nor patient involvement reported. No additional information was provided.